Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient became unconscious, and his mother checked his glucose values. The cgm was reading 5.4 mmol/l but the bg was 3.8 mmol/l. The mother called for an ambulance. The patient was taken to the hospital. He was hospitalized for a week; the mother is not sure what treatment was provided but she assumes he was given glucose. The patient was unable to speak with technical support during the time of the report and the reporter could not recall any further details, presumably due to the amount of time that had passed since the event. At the time of the report, several months after the event, the patient had recovered and was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.